Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, after operating the helix of the first lead several times, the helix was blocked. The lead was not used and a second lead was attempted, however when the physician opened the packaging, the inner pack was stuck to the inner plastic box, which "interfered with the physician's operation", and the lead was "polluted." The second lead was not used either and a third lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrodes.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.